Event description:
The health care professional reported, a confirmed motor stall with subsequent recovery. Per hcp, the motor stall was "caused by pt having MRI june 30th." There were no reports of an audible alarm or return of symptoms. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.